Event description:
In 2001, patient underwent tumor resection for meningioma with placement of a dura-guard patch. 8 days later, patient presented with intracranial and extra-dural (graft) wound effusion; multiple cultures negative for pathogen growth. Dura-graft was explanted and replaced with another product.